Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during lap resection par ventriculi procedure ec45 was used. After inserting the cartridge (ecr45w) into the device it was closed to put into the trocar. Then they couldn't open it. They used a new device and the procedure was finished, no patient consequence.

Manufacturer narrative:
(B)(4). Batch # p56v18. Device evaluation: the ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: were there any issues with removing the device? No. Was the device locked on tissue with the jaws closed? No. Did the jaws eventually open? No.